Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found that two cable assemblies were pinched, to fix the issue the fse replaced the cables which corrected the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the screen on the cardiosave intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse confirmed the issue and found that the two cable assemblies were pinched together. So, in order to fix the issue, the fse replaced the cable assy video gen (0012-00-1787) and the cable upper display (0012-00-1817). The fse then tested the unit. The unit worked to manufacturer's specs and it was cleared for clinical use.